Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 194 and 324 mg/dl. Tests were done within 10 minutes with a difference of 44%. "Patient did use two separate fingers." Patient did not experience any adverse events. No further information has been reported.